Event description:
It was reported that the device was unable to detect the cassette. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair/evaluation in good condition. Tried starting an infusion with multiple cassettes and administration sets. The customer fault could not be replicated, and pump passed functional and accuracy testing.

Manufacturer narrative:
E1: (B)(6). H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Tried starting an infusion with multiple cassettes and admin sets but the customer problem could not be replicated. Pump passed functional and accuracy testing, and no problem was found. No further action was taken.